Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the guidewire ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off at approximately between 28.0cm and 38.5cm from the proximal end. The torque device was on the guidewire where the ptfe coating was scrapped off. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The guidewire was bent at approximately 90.0cm from its proximal end. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. The guidewire dimensions were also measured and determined to be within specification. During functional testing, friction was experienced as the guidewire was advanced through a demonstration microcatheter likely due to the bent. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Based on the information available and analysis of the returned device, an assignable cause of user error was assigned to this event, as the peeling of the coating appears to have occurred due to the insecurely tightened torque device.

Event description:
Based on the investigation, it was found that the guidewire ptfe coating was peeling. There were no reported patient consequences due to the event.